Event description:
It was reported at the user facility that the device leaked during a procedure. It was further reported that there was brownish / blackish granulation tissue and liquid in the periphery of the acetabulum and more granulation tissue around the femoral and periacetabular neck that is debrided. No further information has been provided regarding the event.

Manufacturer narrative:
Additional correspondence with the customer indicates that during the explant of a conserve metal-on-metal prosthesis, the customer removed ¿brownish tissue and liquid,¿ which was sent for pathology analysis and found to be alval vasculitis, which is known to develop over time from metal-on-metal implants. The stryker device was used during that explant, and there is no alleged leak from the stryker device during the procedure. The tissue damage occurred as a result of the initial implant, prior to use of the stryker device. Therefore, the stryker device did not cause or contribute to the reported injury.

Event description:
It was reported at the user facility that the device leaked during a procedure. It was further reported that there was brownish / blackish granulation tissue and liquid in the periphery of the acetabulum and more granulation tissue around the femoral and periacetabular neck that is debrided. No further information has been provided regarding the event.